Manufacturer narrative:
No button error alarm noted. No moisture damage on button keypad trace noted. The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery and alarm confirmed in the history file. The motor was tested outside to the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarm noted. The drive support was inspected and no anomaly was noted. The insulin pump had cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a button error alarm. The patient's blood glucose level was 65 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.